Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: n368623004, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot#: (B)(4), ubd: 18-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded morphine 6 mg/ml for a total dose of 3.4049 mg/day, compounded bupivacaine 20 mg/ml for a total dose of 11.350 mg/day, compounded clonidine 300 mcg/ml for a total dose of 170.25 mcg/day, and compounded baclofen 150 mcg/ml for a total dose of 85.12 mcg/day via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported on (B)(6) 2017, the patient reported feeling as if their pump was turning. The healthcare professional (hcp) attempted to access the side port, but was unsuccessful/unable to aspirate the side port. A catheter access port (cap) dye study was ordered. On (B)(6) 2018, the patient reported a new tumor on their spine, which they believed was attributing to the increased pain (which was not noted at the previous visit), so they declined the cap dye study. No action was taken. The outcome of the event was unresolved with no further action planned. The clinical diagnosis was other unable to aspirate side port. The patient's weight was (B)(6) pounds. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2017. No further complications were reported/anticipated.